Manufacturer narrative:
The lens was not returned for evaluation. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. Based on the available information, the root cause of the event can most likely be attributed to the device operator's technique.